Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the glue closing the outer box was not staying sealed in two cases of midstream clean catch. The nurse feels that the inner contents had been compromised with the lid being opened.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted 1 box (with original packaging), received with 100 catheters each. A sampling plan was conducted. Visual inspection of the sample noted all boxes had glue that was completely hardened on one side of the cardboard box, with no evidence that the flaps had ever been sealed. The product is considered out of specification. A potential root cause for this failure could be incorrect gluing. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the glue closing the outer box was not staying sealed in two cases of midstream clean catch. The nurse felt that the inner contents had been compromised with the lid being opened. As per the followup response on (B)(6) 2021, that two cases of midstream clean catheter product was returned on (B)(6) 2021 using labels provided.